Manufacturer narrative:
(B)(4). Device passed sleep current measurement, active current measurement and displacement test. Device received power error detected alarm due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a power error detected alarm. The customer¿s blood glucose was 5.6 mmol/l. The customer stated that they were able to clear the alarm and able to rewind the insulin pump. The customer was also reported that notification light did not stopped immediately. The customer was advised that the insulin pump needed to be replaced the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.